Manufacturer narrative:
(B)(4).

Event description:
It was reported that early battery depletion was observed during evaluation. Low battery was caused by the programming process and the power consumption during that process. The device remains implanted with proper performance.